Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead part of a system revision due to infection. There was also contamination on the terminal end of the lead. Additional information indicated that the tip of this lv lead was left in the coronary sinus branch after the lead was broke off during extraction attempt. The lv lead was explanted. No additional adverse patient effects were reported.